Manufacturer narrative:
A ge rep performed an on site investigation. The left front caster was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the left front wheel was angled inward due to a bent caster. No report of pt injury.